Event description:
It was reported that the patient presented remotely and review of the electrogram (egm) revealed oversensing on the right ventricle (rv) lead. Rv sensitivity was increased. The patient's condition was stable before, during, and after.